Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert seen in a merlin transmission revealed lower out of range high voltage lead impedance. The patient was asymptomatic. No other anomalies were reported. The lead was explanted. No further information is available.